Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.